Event description:
It was reported to resmed that in (B)(6) 2023, a patient experienced cardiac arrest while using an astral 100 device in which allegedly the "air pump stopped working" and alarms were inaudible. Patient's daughter reported that after she replaced the circuit of the device, the device resumed normal operation. The patient was hospitalized and subsequently expired in (B)(6) 2023 while using an unknown device. Patient's cause of death has not been disclosed to resmed.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed no abnormal findings. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Per clinical assessment, there is currently no indication to suggest a device malfunction had occurred and caused or contributed to the patient¿s reported cardiac incident and subsequent death 2 months after. Astral 100/150 user guide provide the following warning: - ¿report unusual chest pain, severe headache or increased breathlessness to your physician.¿ astral 100/150 user guide also warns: - ¿if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled discontinue use and contact your healthcare provider.¿ resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that in (B)(6) 2023, a patient experienced cardiac arrest while using an astral 100 device in which allegedly the "air pump stopped working" and alarms were inaudible. Patient's daughter reported that after she replaced the circuit of the device, the device resumed normal operation. The patient was hospitalized and subsequently expired in october 2023 while using an unknown device. Patient's cause of death has not been disclosed to resmed.

Manufacturer narrative:
Resmed has requested for the astral device and the device usage records to be returned so that an engineering investigation can be performed, however, the device or the device usage records have not been returned to resmed. Review of the device usage records by a third-party servicer revealed no abnormal findings, including on the date of cardiac arrest. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).